Event description:
Device 2 of 2. Reference MFR number: 1627487-2017-02523. Follow-up revealed the patient decided to use the one lead with no impedance issue and not pursue further intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR number: 1627487-2017-02523. It was reported one of the patient's leads had high impedances. As a result, the patient may undergo surgical intervention. Both leads are being reported because it is unknown which lead has high impedances.